Event description:
It was reported the device was displaying the error code l3-009 in the positioning mode. The doctor was able to complete the procedure holding pressure on the cable to stay connected. There have been no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the blue/green cable and lemo connector blue seal to be replaced. The device was functionally tested, met all product requirements and returned to the customer.